Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient had a urinary tract infection (uti) and were in the hospital. The patient stated they were not keeping a diary but were advised to start tracking their symptoms. The patient wanted to know if the uti would affect their therapy. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient again reported they were in the hospital with a uti. No further complications were reported.